Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60ad). From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in (B)(6). No product defect. Py-60ad which was serial no. (B)(6) was inserted into the right eye. Prof oguro had a strange feeling with the haptic during iol delivery then posterior capsule ruptured. Explanted the iol. Explantation date: (B)(6) 2024. Problem code: a051102 - sharp edges.

Event description:
Event occurred in japan. No product defect. Py-60ad which was serial no. (B)(6) was inserted into the right eye. Prof oguro had a strange feeling with the haptic during iol delivery then posterior capsule ruptured. Explanted the iol. Explantation date:(B)(6) 2024. Problem code: a051102 - sharp edges.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Posterior capsule rupture is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.